Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to have dislodged at post-implant follow up. A revision procedure was performed wherein repositioning was attempted but unsuccessful due to the inability of the helix to extend into the tissue. The physician reported using recommended implant techniques, including appropriate rotation speed of the fixation tool. The lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood and tissue was noted to be entwined in the helix and helix housing. After removing the dried body fluid/tissue, the helix mechanism was fully functional. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. No lead characteristics were identified that could have caused or contributed to the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--